Event description:
The customer reported that the insulin pump had frozen display while attempting to deliver a bolus. Troubleshooting was performed. Advised the customer to remove the battery for several mins. The customer stated that she is at dinner and will call back later. Attempted to contact the customer several times to f/u, but she did not respond. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.